Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings in the 500's mg/dl. The customer reported problems the quick sets. The customer mentioned that he had 2 incidents where the quick release became detached and does not know how it happened. The customer declined to troubleshoot because he gave more insulin with the pump. The product was not returned for analysis.